Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum pediatric continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. The sensor was inserted into the abdomen on (B)(6) 2015. Patient's mother described the skin reaction as "red bumps". Patient's mother did not treat the skin reaction. Patient was taken to the doctor for medical intervention on (B)(6) 2015. No treatment was required for the skin reaction. Doctor advised patient's mother about using different adhesives. It was determined that "skin tac" was the cause of the skin irritation. At the time of contact, patient was in good condition. No additional event or patient information is available.